Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected failed battery. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer blood glucose at the time of incident 169 mg/dl. Customer was giving bolus while getting failed battery test after changing a battery. Customer was advised a battery may fail test if it has potential to cause pump to lose power without warning. Customer was advised to clear the alarm by pressing act and esc button. Customer was aware to store the battery in a room temperature. Customer was recommended to use energizer battery. The battery cap is not damaged. Troubleshoot was performed. The issue was not resolved. Customer was advised to stop using the insulin pump. The insulin pump will be returning for analysis.